Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over. A technical support specialist (tss) confirmed system was not communicating for up to 43 hours, which caused delays, but the customer confirmed there was no patient harm. Tss performed a full data synchronization and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing. The customer attempted troubleshooting and had to enter a temporary ID for a patient, but the issue persisted as the next patient was also not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.